Event description:
It was reported that there was a loss of image while using the colonovideoscope during an unspecified procedure. It was reported that this occurred after the scope had been submerged without the connector cover. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11.